Event description:
It was reported that the non-boston scientific right ventricular lead exhibited high, out-of-range shock impedance of greater than 200 ohms. The healthcare professional decided to just monitor the impedance trend. The device and leads remain in service. No adverse patient effects were reported.